Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'system error 105' was verified during the event history log review but not reproduced during evaluation. The device was found out of specification in relation to the reported system error 105 through evaluation, and the cause was found to be a failed motor. The motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error). There was no known patient injury or medical intervention associated with this event. No additional information is available.